Event description:
Boston scientific received information that the right atrial (ra) lead exhibited undersensing and pacing inhibiton along with high out of range impedance measurements. Subsequently the lead was surgically abandoned during a device change out procedure. No additional adverse paitent effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.